Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia on (B)(6) 2016 while on insulin pump therapy with blood glucose measuring "high" on the blood glucose meter (=600 mg/dl) with associated symptoms of nausea, emesis, confusion, blurred vision and dizziness. The patient was reportedly hospitalized at (B)(6) hospital in (B)(6) and treated with insulin via injection and intravenous fluids. The reporter alleged the pump experienced an issue with inaccurate delivery. Review of the basal history by animas customer technical support revealed the basal history does not match the active basal program. This complaint is being reported because the patient reportedly experienced a reportable adverse physical event while on insulin pump therapy due to a pump delivery malfunction.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2016 with the following findings: the black box data revealed that on (B)(6) 2016 05:53 a ¿163¿ no cartridge detected warning was recorded. Further review of the black box data revealed that on (B)(6) 2016, a power on reset event occurred. When the pump was powered back on, the time and date was set to (B)(6) 2007 00:14 and delivery of insulin was resumed at that time. A manual time and date change was made from (B)(6) 2007 03:00 to (B)(6) 2016 17:01. A pump warning ¿164¿, exceeds remaining insulin was recorded and deliveries were resumed at 17:28. On (B)(6) 2016 16:28 a power on reset event occurred; the pump was powered back on and the time/date was set to (B)(6) 2016 16:42. Deliveries were resumed at that time. On (B)(6) 2016 13:21 a power on reset event was recorded; deliveries resumed on (B)(6) 2016 15:46. On (B)(6) 2016 07:59 a power on reset event occurred. When the pump was powered back on, the time and date were set to (B)(6) 2007 01:26 and deliveries were resumed at that time. The total daily dose amounts added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24 hours on a 2.0 unit per hour basal rate. At the end of the 24-hour testing period, the basal history correctly showed 2.0 units and the total daily dose correctly reflected 48.0 units. The force sensor unit was evaluated and found to be within the required specifications. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. No delivery interruptions or errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint and the pump was found to be delivering insulin within the required specifications. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper pad and the display screen was found to be discolored. (B)(4).